Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device has had several power on resets (por) following the patient's recent radiation treatments. The patient complained of shortness of breath and dizziness. The device parameters were reprogrammed for all of the occurrences. The device remains in use. No further patient complications have been reported as a result of this event.